Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited reproducible noise on the ventricular electrogram which caused pacing inhibition in this pacemaker dependent patient. There were no patient symptoms.